Event description:
In february 2005, varian medical systems was served with a lawsuit. The suit claims that the plaintiff suffered serious and permanent injuries. However, there is no specific information relative to the nature and severity of the injuries. The suit claims the plaintiff was mistreaded for 2 months in 2003 as a result of defective radiation equipment and combined negligence on the part of the hospital corporation, the specific hosptial, the treating physician, and hospital staff. Varian has no record of being contacted by the hospital regarding this incident. There is not sufficient information available at this time to conclude whether the equipment malfunctioned, and if so whether that malfunction would lead to serious injury. However, since there is an allegation of serious and permanent injuries, this MDR is being filed.